Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
Pre-operative diagnosis: removal due to successful bone union of pelvic fracture procedure: bridging technique for pelvic fracture it was reported that intra-op, while removing an iliac screw, a lot of torque was applied on the tip of driver and it broke. Surgeon considered that since the patient was young, the screw might had engaged too much. No fragment of the instrument remained in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis : visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. Additionally, the assembly attachment pin to the internal bushing has been broken, consistent with torsional overload condition. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.